Manufacturer narrative:
Per the customer, qc prior to the event was within lab-established ranges, but when run after the event, was low. After re-calibration, na qc recovered 3-4mmol/l higher. A field service engineer (fse) evaluated the instrument and found no issues. Ise testing passed specifications. Root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), stating that the unicel dxc 600 pro synchron clinical system generated low anion gaps. No wrong results were reported out of the lab. The samples were re-tested after recalibration and those results were reported. The customer could not indicate how many samples were affected or which analyte was causing the issue. Based on the customer's statement that sodium (na) qc recovery shifts 3 to 4mmol/l higher upon recalibration, it is likely that na is contributing to the anion gap issue. However, it was not confirmed. Multiple attempts were made to obtain the data, but it is not available. Patient treatment was not affected.